Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 9.2 mmol/l. The customer stated that sensor have no electrode and guardian link did not blink when connecting to sensor. The transmitter ws charged and did blink when taking of charger. The customer was asked to return the sensor for analysis and we will send a sensor to compensate.